Event description:
A patient was revised after two xia 4.5 titanium extended connectors fractured. This report captures the first of two connectors.

Manufacturer narrative:
Visual, dimensional, material, and functional analysis could not be performed as the device was not returned. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints for the reported catalogue number were identified. Device stg was reviewed: adverse effects: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Bending, disassembly or fracture of any or all implant components. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred. Additional warnings for pediatric patients: the safety and effectiveness of the xia 3 spinal system has not been established for use as part of a growing rod construct. This device is only intended to be used when definitive fusion is being performed at all instrumented levels. Growth rod constructs typically require repeated planned lengthening procedures until a determination is made that the patient is ready for a final fusion procedure. Growth rod patients are more susceptible to post-operative infections and wound-healing issues, as well as the potential for implant breakage requiring unplanned surgical procedures. The physician should discuss these and all other potential complications with the patient and the patient¿s guardian. The most likely root cause of the reported event was determined to be the duration of implantation; the device was active for over 2.5 years in a pediatric growth rod patient. H3 other text : device not returned.

Event description:
A patient was revised after two xia 4.5 titanium extended connectors fractured. This report captures the first of two connectors.